Event description:
Two days after treatment with cosmoplast, along with a topical anesthetic, the pt observed cold sores at the treatment area. Physician prescribed oral valtrex. This event resolved shortly thereafter.